Event description:
It was rpeorted that the iab was inserted using an introducer sheath. At the onset of pumping blood was observed in the helium tubing. The clinician reported that it was difficult to time the pump or tell how much helium was pumped. They then shut down the pump and removed the iab. The clinician believed that helium escaped into the patient and the patient was complaining of pain. Emergency CABG was performed and an angiogram showed no perforation to the artery or extravasation. There were no further complications.